Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon conclusion of the investigation, it was deduced that the cause for the issue was attributed to a patient related condition. Should additional relevant information become available, a supplemental report will be submitted. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 55-year-old female was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient became febrile and lactic levels went from 2.9 to 49 within a 24 hour period during impella support. The patient was given antibiotics and a washout of the impella site was performed to counteract the infection. The patient showed signs of recovery and support with the implanted pump continued.

Event description:
Additional information noted that patient was suffering from multi-organ failure and family decided to withdraw care. Impella was turned off and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03801 was provided in sections b2, b5,d6, h1, and h6.

Manufacturer narrative:
The investigation into the infection/sepsis issue has been completed since the original report was filed. No product was returned. Based off the clinical information available, the root cause of the infection/sepsis issue was patient condition related, as there was no clear indication of false procedure and the relation to the impella is unknown.